Event description:
During an lavh, the device was fired and removed form the tissue, it was noted that the stapler did not form a consistent staple line. It was also noted that the stapler only stapled and did not cut this tissue. There was no pt consequence.